Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and shortness of breath. It was further reported that the right atrial (ra) lead exhibited a suspected capture issue and pacing spike. The ra lead remains in use. No further patient complications have been reported as a result of this event.